Manufacturer narrative:
The subject base liquid oxygen device, liberator 10 (sn (B)(4)), was inspected at the premises of the customer for investigation. The visual inspection found no damage to the exterior of the equipment other than very minor scratching concurrent with an equipment in use. Labeling was found to be correct, several customer labels were affixed to the equipment. All components under the shroud wer the correct pattern and showed no signs of damage. A pressure leak test was carried out, a small leak was noted at the connection of the warming coil to the fcv. The completed tests showed no mechanical malfunction that could have attributed to the equipment failing and causing the incident to occur. This info was given to the customer verbally and they have requested a copy of the final report to be sent to them. They agreed with the findings and will be discussing the possibility of further training requirements with the pt.

Event description:
The company was informed of an alleged incident via email on (B)(6) 2013. The alleged incident was described to the company as followed: "pt wife was filling the husband's portable (spirit 300 sf). When full she took the portable off and lib 10 started to purge liquid from the valve and burnt 4 of her fingers. She required doctor assistance and had to take sick leave from work."